Manufacturer narrative:
The technician troubleshot the bed and found that the detent mechanism was damaged. The technician replaced the detent mechanism to correct the issue and adjusted the brakes.

Event description:
The account alleged that the brakes are not holding on this bed. There are no alleged injuries reported in regards to this issue.